Manufacturer narrative:
H4: the lot was manufactured from june 13, 2022 - june 14, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid inside the device's bladder which suggested a no flow problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow; further described as "the luer connector was blocked, after using the three-way pipe pressure exhaust method, it still has no effect¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.